Manufacturer narrative:
The insulin pump was received with totally damaged lcd glass, electronic assembly, motor and case. The insulin pump was unable to perform functional testing due to damaged insulin pump.

Event description:
The customer reported via phone call that the insulin pump had crack. The customer's blood glucose was 321 mg/dl at the time of incident. The customer stated that the insulin pump was bumped. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.